Manufacturer narrative:
Correction has been provided in d.4. Additional information provided in d.9. , h.3. , h.6. And h.11. The lens was returned in a specimen cup with the patient information and lens model. Viscoelastic was observed on the lens. A small crack was observed at the center of the optic. The power and resolution were verified to meet specifications for a company 18.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The returned lens met power and resolution specifications for a company 18.5 diopter (add power +2.2/+3.2) lens. Information was provided that the company 18.5 diopter (add power +2.2/+3.2) lens was replaced with a non company 19.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision. The lens was exchanged for another lens model 03 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.